Event description:
The patient had two leads implanted with the same lot number. It was reported high impedances were observed on multiple lead contacts during the patient's revision surgery. The physician decided to replace both leads with new ones. The patient is receiving effective stimulation post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.